Manufacturer narrative:
Event date: (B)(6) 2021. The customer reported that the insulin pump had a critical pump error (open book image) alarm. The customer went into the pool, the insulin pump got wet and there is water inside the battery compartment. Functional testing to be performed/completed: the insulin pump was received with a scratched case, a pillowing keypad overlay and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. The crest software download was utilized and successful. The thus history download was unsuccessful since insulin pump is on a constant dark blue screen and could not get into the join network screen. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test due to critical pump error (open book image) alarm. Powered the insulin pump on using the aa 1.5 volts battery and continue bootloader traces download using xtest rf, crest and thus. Bootloader traces using xtest rf, crest and thus was successful. Per r&d engineering, the xtest bootloader traces do not provide the additional information, thus problem isolated on the electronic assembly. The insulin pump was cut open to perform visual inspection and no loose electronic components noted. However, corrosion was found on the electronic assembly, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Failure analysis summary: per r&d engineering, the insulin pump alarmed critical pump error (open book image), problem isolated on the electronic assembly. Corrosion was found on the electronic assembly, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an¿open book image¿on screen after being exposed to moisture. The insulin pump started beeping and was showing a book with a question mark. The insulin pump had water inside the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.